Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. A visual inspection of the received condition of the device found a majority of the loop wire at the distal end of the device was broken off and missing. Under a microscopic inspection, a small portion of the broken loop wire was intact at the tip of the insulation. In addition, there were char marks at the distal tip of both insulation posts.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, based on similar reported complaints the most probable cause of the reported event are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal. If additional information becomes available or if the device is returned to olympus for evaluation at a later time, this report will be updated accordingly.

Event description:
Olympus was informed that during a transurethral resection of a bladder tumor procedure the metal loop broke off while inside the patient. The device fragment was retrieved using an unspecified method. The procedure was completed using a similar device. No patient injury occurred.

Manufacturer narrative:
Based on the OEM¿s investigation, it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.